Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low and high blood glucose levels. The customer was hospitalized due to a diabetic ketoacidosis. Sometimes the act button did not respond properly. The insulin pump had a dent by the battery compartment and the screen was scratched. The customer received many no delivery alarms. The device was not returned.